Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no alarms. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during a time/date setup. The customer's blood glucose was 293 mg/dl. The insulin pump's alarm history showed that the insulin pump had also alarmed (B)(4) software anomaly. The customer reported that the insulin pump alarmed spanish software anomaly 8 times and had not occurred during normal device use. The customer stated that the insulin pump was not in the spanish language. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.